Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, infection, swelling (2024_2129 and 2024_2130 are same patient).